Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code (110b). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reviewed the event log and found that the device had recorded a "check vent: proximal pressure sensor auto-zero failed" error code (110b). The se reported that the solenoid valves (3 and 4) were replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.